Manufacturer narrative:
Medtronic received the following information from a journal article entitled; successful management of a bleeding complication during transaxillary transcatheter aortic-valve implantation: a case report lauten et al, european heart journal - case reports, volume 6, issue 7, july 2022, ytac280, https://doi.org/10.1093/ehjcr/ytac280 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used during a tavi procedure on an unknown date. It was reported during the index procedure the sentrant sheath (14fr) was used for arteriotomy with a non mdt super stiff wire after the left axillary artery was punctured and two non mdt suture based vascular closure devices were deployed. After valve implantation, the balloon that was placed in the aorta at the beginning of the procedure was advanced to block the subclavian artery. After device sheath removal, a partial closure device failure with significant residual bleeding. A non mdt covered stent for arteriotomy closure was advanced with final expansion to 10 mm with an additional balloon. Haemostasis was confirmed by selective angiography. After removal of the brachial sheath, a plug-based closure device was used for successful haemostasis and the patient was discharged 6 days post procedure. Per the physician the cause of the bleeding is undetermined. No additional clinical sequelae were reported and the patient is fine.